Manufacturer narrative:
The electrosurgical unit (iesu was analyzed and found to have errors m-02-3/1-71. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issues with error m-02, 2-71 and 4-78. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis.; however, failure analysis has not yet completed.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, there was an issue with the integrated electrosurgical unit (iesu. The customer switched to a force triad generator to continue the procedure. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found no errors for the case, but found errors m-02, 2-71, and 4-87. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a forcetriad generator with no injury to the patient. There was no procedural delay as the generator was already set up for use during the procedure the day before.